Event description:
(B)(4). Not long after implant I started having pain in my lower abdomen on the left side mostly but also on the right. I started having severe headaches and after rectangular trips to the ER I was diagnosed with migraines. I've had vaginal infections that didn't come from stis nor yeast of bv. My body and joints ache. Heavy menstrual cycle. Also it went from 5-7 days to now 8-10+ days. Bleeding is extremely heavy. Dental problems. High blood pressure. Laparoscopic procedures. Different medications.